Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: unable to perform a visual inspection as the device was not returned. Functional/performance evaluation: unable to perform a functional/performance evaluation as the device was not returned. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided conclusion: the device was not returned. Images were not provided. The complaint investigation is inconclusive for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the delivery sheath and could not be deployed; therefore, the filter and delivery system were exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.